Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The reported event was confirmed upon visual inspection. The evaluation of the returned heartmate ii system controller serial number (B)(6) revealed that the black power cable outer insulation and the strain relief were twisted and the white strain relief was slightly twisted and pulled off. Although the specific root cause was not able to be determined, the observed damage to the power leads appeared to be mechanical and user related. The data log file was successful retrieved and contained events recorded from the time stamp of day 68, 22 hours and 29 minutes to day 78, 0 hours and 17 minutes where normal operation was recorded. The information contained in the last entries was consistent with the controller being disconnected from the system and there was a controller cell low alarm during this time. The controller was functionally tested using the laboratory equipment and was found to function as intended, even when the cables were manipulated. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. Patient handbook 103885 rev. D and instructions for use 105747 rev. B covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under ¿driver cell low advisory¿, system controller¿s battery module is low on power, which would result in a yellow controller cell symbol with 1 beep every 4 seconds. Periodically inspecting the equipment for damage is covered in the patient handbook. General care and guidelines of the system controller are described in patient handbook and operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the prescriptive custom epc controller with the low flow alarm parameter set to 2.0 lpm was switched out because of damage to the cables. There was then a low cell battery alarm. The controller was replaced.